Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that when blousing with bolus wizard, screen goes black and unable to read the screen. The customer's blood glucose level was unknown. The customer also reported that the backlight doesn't work properly, unexplained no delivery alarm have occurred while insulin is still in the insulin pump, pump was rewinding a lot slower than when new, rewind button has to press multiple times. The device will not be returned for analysis.